Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a thrombectomy for an acute ischemic stroke (ais) of the middle cerebral artery (mca), a 132cm embovac 71 aspiration catheter (ic71132ca, 30541397) was used. After accessing the occluded area with the complaint device, suction pressure was applied with a pump. As a result, the middle part of the catheter crushed, and suction pressure was not applied. As it was judged to be unusable, the procedure was replaced with a competitor¿s suction catheter and the procedure was successfully completed. Because the thrombus was very hard, the tip of the catheter was tightly bitten by the thrombus, and it is considered that there was an area where suction pressure was not able to be tolerated. It was unclear if continuous flush was done. Additional information was received indicating that this was a direct aspiration first pass technique (adapt) but no further information was provided. The event did not result in patient injury, death, additional intervention (i.e. Medical or surgical) to preclude serious injury or death, hospitalization, prolongation of existing hospitalization, or permanent disability. No excessive force was applied to the device. It was further clarified that the thrombus was lodged at the tip of the catheter. The physician suspected the cause due to the thrombus was too stiff. No damage of the tip of the catheter was reported. It was not necessary to remove the concomitant devices with the complaint device. No fragments remain in the patient. It is unknown if follow-up interventions are required. The device was inspected for damage prior to use. The device(s) were and prepped as per the instructions for use (IFU). Adequate and continuous flush was maintained through the devices. Based on the photos provided for this complaint, it can be determined that the 132cm embovac 71 asp. Catheter has a compressed and stretched condition on the distal body, also it could be noted that the mesh structure from the distal body was exposed. No other damages could be noted. The original package was not shown in the pictures. A manufacturing record evaluation (mre) was performed for the finished device 30541397 number, and no non-conformances related to the malfunction were identified. One non-sterile 132cm embovac 71 asp. Catheter was received inside of a pouch. The received device was visually inspected, and it was found compressed at 44 inches to 48 inches from proximal, also the braided mesh is compressed and stretched, no other damages or anomalies were observed during the visual inspection. The ID and od from the device was measured and were found within specification. Since a photo investigation was performed for this product complaint suggests that the braided mesh has a hole, a functional test was performed for the embovac catheter. The 132cm embovac 71 asp. Catheter was flushed to verify if any leakage was noted on the device, no leakage was observed on the braided mesh, this suggest that the braided mesh has no holes. The product was returned to cerenovus for evaluation. Visual inspection and dimensional testing were conducted on the returned device. Visual analysis of the returned 132cm embovac 71 asp. Catheter revealed that the device is compressed, and the braided mesh was noted compressed and stretched, these conditions are related with the customer complaint regarding ¿catheter (body/shaft) - compressed/crushed-in patient¿. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. Based on the findings during the analysis, the customer complaint was confirmed. During the functional testing, no leakage was observed on the braided mesh, this suggest that the braided mesh has no holes. During the dimensional testing it was noted that the ID and od of the 132cm embovac 71 asp. Catheter was within specification. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the visual analysis of the pictures received, the body/shaft has a burst condition. The findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the photos provided for this complaint, it can be determined that the 132cm embovac 71 asp. Catheter has a compressed and stretched condition on the distal body, also it could be noted that the mesh structure from the distal body was exposed. No other damages could be noted. The original package was not shown in the pictures. A manufacturing record evaluation (mre) was performed for the finished device (B)(4) number, and no non-conformance's related to the malfunction were identified. The reported condition ¿catheter (body/shaft): compressed/crushed-in patient¿ was confirmed since the distal body of the device could be noted compressed and stretched., however the exact time when this condition occurs could not conclusively determined. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy for an acute ischemic stroke (ais) of the middle cerebral artery (mca), a 132cm embovac 71 aspiration catheter (ic71132ca, 30541397) was used. After accessing the occluded area with the complaint device, suction pressure was applied with a pump. As a result, the middle part of the catheter crushed, and suction pressure was not applied. As it was judged to be unusable, the procedure was replaced with a competitor¿s suction catheter and the procedure was successfully completed. Because the thrombus was very hard, the tip of the catheter was tightly bitten by the thrombus, and it is considered that there was an area where suction pressure was not able to be tolerated. It was unclear if continuous flush was done. Additional information was received indicating that this was a direct aspiration first pass technique (adapt) but no further information was provided. The event did not result in patient injury, death, additional intervention (i.e. Medical or surgical) to preclude serious injury or death, hospitalization, prolongation of existing hospitalization, or permanent disability. No excessive force was applied to the device. It was further clarified that the thrombus was lodged at the tip of the catheter. The physician suspected the cause due to the thrombus was too stiff. No damage of the tip of the catheter was reported. It was not necessary to remove the concomitant devices with the complaint device. No fragments remain in the patient. It is unknown if follow-up interventions are required. The device was inspected for damage prior to use. The device(s) were and prepped as per the instructions for use (IFU). Adequate and continuous flush was maintained through the devices. Based on the visual analysis of the pictures received, the body/shaft has a burst condition.